Manufacturer narrative:
Stryker evaluated the customer's device and observed the device was failing the shock test. It was determined that the therapy pcb was the cause of the reported issue. After replacing the therapy pcb and the system pcb, proper device operation was observed through functional and performance testing. The device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device was failing the montly shock test. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.